Manufacturer narrative:
Concomitant medical products - model: ddbc3d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered an alert for out-of-range / high superior vena cava (svc) defibrillation coil impedance. The impedance level had exceeded the programmed upper alert threshold of 100 ohms. The lead remains in use. No patient complications have been reported as a result of this event.